Event description:
The customer reported to philips healthcare that the battery charge led did not illuminate when the device was connected to ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).